Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: an unexplained pump reboot event was observed in the black box data on the date of the complaint. The pump was run on a 24 hour basal program using a test cap with no intermittent power/reboot occurrences. There was a battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal, above the bumper at the threads and below the bumper at the case seal. The returned battery cap had stripped threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.